Manufacturer narrative:
On december 6, 2022, mentor became aware that the date of surgery was moved to (B)(6) 2022. Hence, field d6b has been updated on this form. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On december 29, 2022, the mentor failure analysis lab received the device for evaluation. Based on additional information received on december 30, 2022, and reviewed by the clinician, event description under field b3 has been updated on this form, field b2 for life threatening has been selected, and corresponding codes have been added under section h. Reason for device explant and/or reoperation: right deflation, capsular contracture; baker grade unknown, and breast cancer recurrence on january 11, 2023, device evaluation was completed. Device evaluation summary: mentor conducted a visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that the spec smooth rnd 475cc breast implant had a crease/fold on the posterior view. Leak testing was performed, according to mentor procedure, and it identified a tear within the crease/fold measuring approximately less than 0.1 cm. The evaluation determined that the cause of the rupture is consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in deflation at a later time. Breast implants may also simply wear out over time. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. It should be noted that as part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 71-year-old female patient who underwent breast reconstruction surgery with mentor medical devices (spec smooth rnd 475cc, date of implant (B)(6) 2016) has experienced deflation of the right reconstructive breast implant. It was also reported that the patient developed capsular contracture in the right breast, baker grade unknown. It was also reported that the patient developed recurrent right breast carcinoma. As a result, the patient underwent the right implant explantation on (B)(6) 2022, biopsy of the right breast mastectomy scar and area of possible recurrence was performed during the explant surgery. At this time, the results of pathology report have not been provided. Should additional information become available, this case will be re-assessed, and supplemental report will be submitted.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: mentor smooth round spectrum 475cc saline breast implant, catalog # 3501480, s/n (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation revision with a saline mentor smooth round spectrum 475cc and experienced deflation on the right breast implant. The deflation was confirmed by physical examination. As a result, the patient underwent removal of the implant on (B)(6) 2018.